Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer checked the analyzer, modified and adjusted the gear pump head, adjusted the rinse levels, and replaced the sample probe. He ran samples to verify the correct operation. The investigation is ongoing.

Event description:
There was an allegation of questionable albumin bcp results from the cobas pure c 303 analytical unit. The initial result was 3.0 g/l, and the repeat result was 36 g/l.

Manufacturer narrative:
The field service engineer cleaned the water tank and tubing, and he replaced the sample and reagent probes. Calibration and quality control passed successfully. The investigation was unable to determine a specific root cause. The issue was resolved by the service actions.